Event description:
Kimberly-clark received a report from a distributor in (B)(6) stating, "the feeding tube became dislodged or stuck somewhere either in the stomach or in the stoma tract, unable to aspirate fluid from the tube or balloon." Further information from the facility indicates the patient was trying to remove the tube. They also believe that the nurses may have been instilling medication through the balloon port based upon the appearance when the device was returned to the distributor. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was not returned to kimberly-clark for analysis. We are unable to determine if medication was instilled into the balloon. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.